Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material approximately 12mm proximal of the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left subclavian vein. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, on the third inflation at 10 atmospheres, it was noted that the contrast was leaking and the balloon has a hole. No segment of the balloon was detached inside the patient. The procedure was completed using a different balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left subclavian vein. A 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, on the third inflation at 10 atmospheres, it was noted that the contrast was leaking and the balloon has a hole. No segment of the balloon was detached inside the patient. The procedure was completed using a different balloon catheter. No patient complications were reported and the patient's status was fine.